Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Country: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that manufacturer representative (rep) had patient on the line with them and stated they were having issues connecting to implantable neurostimulator(ins) with external equipment. Patient was implanted on (B)(6) 2024. Caller stated patient's urine is "backed up", they are swollen and they've already reset communicator and did a hard reset on the handset. Patient stated they are inflamed from front to back but more so in the front - however, later on patient mentioned there is a lot of swelling at the ins site. Patient stated when they saw the healthcare professional (hcp), it took them 4 attempts to connect to ins. During call, patient was walked through repositioning the communicator numerous times and in some instances, it would connect briefly and then disconnect. Eventually, with the patient bending over and their family member holding their communicator, they were able to connect to ins and increase stim on program 3. At the end of the call, patient mentioned they were feeling the urge to void. It was further reviewed communicator recharging, patient said they weren't told they had to charge the communicator but they were also in a lot of pain when they left facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the cause was determined as the patient was putting the neurostimulator on her implant in the wrong direction. No further action is needed.